Manufacturer narrative:
This patient will wait a month to determine whether they want their device explanted or not. This report will be updated once further information concerning a resolution to this event is provided.

Event description:
Boston scientific received information that this device was beeping and upon interrogation recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient did not want to have a new device implanted so the tachy mode on this device was programmed off and the device remains in situ in the patient. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field has indicated at this time there have been no plans for any surgical intervention to replace the device. The device remains implanted and in service. No adverse patient effects were reported.